Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: material disintegration. 1 event had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 1 device: product disposition is not yet determined additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99529. Supplemental rationale: corrected data: b5, h6, h11. 1 event was previously reported during the reporting quarter; however, 1 event was reported in error. 0 previously reported events are included in this follow-up record.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 0 event for the failure: material disintegration.